Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, all present and pro and tissue present/describe. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar/anvil fit, good. Anaylsis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd with the staples protruding from the staple housing. The staples were reinstated back into the staple housing and a tap test was performed with no protruding staples noted. The instrument was then fired and it fired and formed all the staples as designed with no difficulties noted. It should be noted, as stated in the packaging insert, to fire the instrument, draw the red safety back toward the adjusting knob until it seats into the body of the instrument. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported by the affiliate during a unk procedure the cdh29 did not fire. There is no other info available. There was no consequence to the pt.